Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator service required error message was observed. There is no documentation of what component should be replaced to address the issue. No repair was performed. The unit is not needed for inventory, and it was scrapped.

Manufacturer narrative:
The manufacturer previously reported on a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery should be replaced to address the issue. No repair was performed. The unit is not needed for inventory, and it was scrapped. The previous report omitted the findings during the repair evaluation and the coding has been updated to reflect these findings. Additionally, the become aware date and the due date has been updated in this report to reflect the date of discovery of the error code during the evaluation.